Event description:
Ascent refurbished harmonic shears failing test in harmonic generator. Replaced with another ascent harmonic but still failed the test. Replaced with third device which passed the test.